Event description:
This dialysis ctr normally uses each dialyzer 36 to 38 times. Recently, the clinic reported that 3 three dialyzers from same lot developed a leak sooner than expected during re-use. All dialyzers in this clinic are reprocessed manually using renalin. The only consequence to the pt was blood loss described as minimal and estimated as < 200 cc. This dialyzer was reported to have leaked during it's ninth re-use. This is the second of three consecutive MFR report #'s 9681834-1998-00006, 9681834-1998-00007 and 9681834-1998-00008.